Event description:
Device 2 of 2: reference MFR report # 1627487-2012-00520: the pt (united kingdom) is reporting heating at the ipg site during recharging. The discomfort is said to begin approximately 20 minutes into the charging session. In an effort to resolve this matter, a replacement charging system was issued to the pt, (reference MFR report # 1627487-2012-00365) but the issue remains and continues to result in heating of the skin and pink discoloration at the site of the antenna placement. The pt has been instructed to recharge in shorter intervals.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.